Event description:
It was reported that the patient faced hyperglycemia treated with correction bolus via pump. Patient reported when they squeeze the insertion device the infusion set would not insert and gets stuck event on (B)(6) 2026.

Manufacturer narrative:
Initial 3 of 3. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.